Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during lens implantation, it was noted a scratch on the lens at time of implant. She was able to polish it off. At the patient post op visit a day or two later, the surgeon noted a piece of acrylic floating in the ac (anterior chamber). The lens remains in the eye, this happened last week. The surgeon will follow the patient. Additional information has been requested.